Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an aspiration failure occurred with the phacoemulsification tip during surgery. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. There was patient contact with the suspect product, but no impact occurred to the patient.